Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 48 mg/dl to 166 mg/dl and treated with food. Customer reported that the insulin pump had pump error occurred. Customer reported that self test was passed. Customer stated pump was not exposed to a high magnetic field. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.